Event description:
On 07/06/1998, a pt was implanted in the upper and lower vermilion borders. Onset of swelling, induration and pain. Pt also had systemic symptoms of blurred vision, voice alteration, nausea, vomiting and diarrhea, depressed reaction, forgetfulness, burning skins, back pain, anxiety. On 07/16/1998, medrol prescribed. The implant was explanted 07/18/1998.